Event description:
St. Jude medical technical services was contacted for assistance in interpreting an electrogram retrieved from this device. The pt was in the hospital to cardiovert his atrial fibrillation with the intention of using the ICD to internally cardiovert. Upon reviewing the electrograms, the device appeared to have a damaged output circuit. It was suggested that the device be turned to all functions off and that the pt be monitored until it could be explanted.